Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations, chest discomfort muscle stimulation. The patient reported they were playing golf the previous day. A drop in impedance and polarity switch was noted on the right atrial (ra) lead. Oversensing due to insulation damage was suspected. The lead was reprogrammed to vvi 50. High thresholds were also noted on the right ventricular (rv) lead. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.